Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information obtained from healthcare professional via manufacturer representative regarding a device being used in posterior lumbar interbody fusion procedure for the pre-operative diagnosis of re-fixation after infection at the spinal levels of l4-5. It was stated that during hammering and positional adjustment for t3 cage insertion, imaging suggested that the inserter and the cage had separated, and the device was therefore withdrawn once. Upon checking the inserter connection, it was found to be unstable, and a defect was observed on the claw portion at the tip of the inserter. Imaging was used to confirm the patient¿s body, and after additional irrigation, the absence of any retained fragments was verified. The cage was then slowly inserted using the inserter, and the procedure was completed without issues. Patient did not experience any symptoms as a consequence of this event. No further complications were reported as a result of this event. Additional information was obtained stating that the objective of the operation was re-fixation after infection of previously implanted medtronic screw, not assessed to be the cause for the same by the treating physician.